Manufacturer narrative:
(B)(4).

Event description:
It was reported that a missing sensor wire occurred. The sensor pod was received and evaluated. An external visual inspection was performed and major damage was found. The allegation was confirmed. Customer complaint was confirmed due to sensor wire missing from the sensor. No additional event or patient information is available

Manufacturer narrative:
(B)(4). B5 describe event or problem - correction to the following statment in the initial MDR, "on (B)(6) 2025, the patient was feeling pain, discomfort, and bleeding on the insertion site." H2 correction/additional information h6 health effect - clinical code - correction to remove code e0506 hemorrhage/bleeding from the initial MDR h6 health effect - clinical code - additional

Event description:
On (B)(6) 2025, the patient was feeling pain and discomfort on the insertion site.

Event description:
It was reported that a missing sensor wire occurred. The sensor was inserted into the leg, which is off-label usage of the device, on (B)(6) 2025. The patient's parent reported that the pediatric patient experienced a missing sensor wire which occurred 5 days after the sensor had been inserted in the leg. On (B)(6) 2025, the patient was feeling pain, discomfort, and bleeding on the insertion site. Eventually the sensor was removed on (B)(6) 2025 and the parent took the patient to hospital and there they performed an x-ray which confirmed that the wire was stuck 2 centimeters deep into the patient´s flesh and he will require further support to have this removed. A photo of the x-ray results was provided, and the wire is visible stuck into the skin. There was no surgical intervention confirmed yet. The doctor prescribed antibiotics. The patient was not hospitalized. He will have a planned surgery the following week in reported hospital (to remove the sensor wire). At the time of the report the patient was still feeling pain and discomfort. A photograph was provided for investigation. The allegation was confirmed via photographic inspection as a detached sensor wire. The probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4)